Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were not staying on the cystic duct and then jammed and would not fire. This was the fifth firing, no clips or staples in the area. They did state that the clips seemed to not close properly and had clip gap. They used another like device to complete the procedure. No noise or extra force during firing. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).